Manufacturer narrative:
(B) (4). Eval, results and conclusions: aortic arch was severely angulated.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm. Aneurysm morphology was not reported and the vessels were moderately tortuous and had some calcification. The aortic arch was severely angulated. It was reported that the proximal main was placed at the left subclavian into another MFR's 40x20 stent graft. The apex of the stent graft misaligned during deployment. The physician was unable to correct the misalignment of the stent graft. The physician stated that when the delivery catheter/stent graft was pulled back the misaligned apex seemed to increase. The physician completely deployed the stent graft. There was proximal seal and the decision was made to do no further intervention and to monitor the pt. No additional clinical sequelae were reported, and the pt is fine.